Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 306547, batch #: 3235372. It was reported by the customer that normal saline 0.9% syringe 10ml leaked blood from the barrel to the plunger while accessing his hemodialysis cvc. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: xxxxxxxxx. Contact name: xxxxxxxx. Phone: xxxxxxxxx. E-mail: xxxxxxxxxxx. Correspondence language: english. Cat# of product being complained: bd306547. Description of product: syringe pump comp saline 10ml 30ea/bx 16bx/ca. Lot or s/n: (B)(6). Complaint category: leaking. Reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): no patient harm. No sample available, only image. [Photo will be sent via separate email]. Normal saline 0.9% syringe 10ml leaked blood from the barrel to the plunger while accessing his hemodialysis cvc. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
(B)(4) follow up. It was reported blood leaked from the barrel to the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with about 1.5ml of blood at the bottom of the syringe barrel. From the photo, it is not possible to observe the blood reported past the syringe rubber stopper. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. After expelling the saline solution, the syringe should be disposed of. A device history record review was completed for provided material number 306547, lot 3235372. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material #: 306547. Batch #: 3235372. It was reported by the customer that normal saline 0.9% syringe 10ml leaked blood from the barrel to the plunger while accessing his hemodialysis cvc. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: (B)(6) hospital. (B)(6). Correspondence language: english. Cat# of product being complained: bd306547. Description of product: syringe pump comp saline 10ml 30ea/bx 16bx/ca. Lot or s/n: (B)(6). Complaint category: leaking. Reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): no patient harm. No sample available, only image. [Photo will be sent via separate email]. Normal saline 0.9% syringe 10ml leaked blood from the barrel to the plunger while accessing his hemodialysis cvc. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4). Samples available? No. Is customer requesting an rga?: no. Return qty: